Event description:
The customer, mr. (B)(6), reported to the sales rep, (B)(6) that the accolade handle broke during surgery. The customer reported that the handle broke whilst trying to remove a well fixed accolade due to infection.the surgeon, mr. (B)(6) reported that the black handle part broke first then the thread after. The surgeon reported that they removed the implant with ostetomes so the procedure was completed.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding a fractured accolade stem inserter/extractor was reported. The event was confirmed. A material analysis report concluded that no material or manufacturing defects were observed. A device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. A complaint history review confirmed no similar events for the reported lot. Conclusions: the investigation concluded that the threaded end of the shaft assembly broke from a reverse bending overload condition in a ductile manner. It could not be determined how the sub-component of the handle broke due to post fracture abrasion. No material or manufacturing defects were observed.

Event description:
The customer, mr. (B)(6), reported to the sales rep, (B)(6), that the accolade handle broke during surgery. The customer reported that the handle broke whilst trying to remove a well fixed accolade due to infection. The surgeon, mr. (B)(6), reported that the black handle part broke first then the thread after. The surgeon reported that they removed the implant with ostetomes so the procedure was completed.